Manufacturer narrative:
The electrodes from the reported event were examined by physio-control and a fracture in the conductive foil was observed. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional information on this event to FDA.

Event description:
Personnel were treating a cardiac arrest pt. The device was attached to the pt via combination electrodes and the device reportedly gave repeated connect electrodes messages. Treatment was continued with cardiopulmonary resuscitation. Advanced life support personnel arrived on scene and a back up device was used to continue treatment. The pt was not resuscitated. The reporter stated that the device did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.